Manufacturer narrative:
Qc's examination of the returned unit did not reveal any evidence of anything sparking or burning. Pad was also well beyond life expectancy.

Event description:
User stated when they plugged the pad in, a blue spark came out of the wire where the outlet meets the switch.